Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). The field service engineer checked the analyzer and did not observe anything abnormal. The issue could not be reproduced. Calibration and controls did not show any shifts. The probe rinse and alignment were all fine. The customer ran controls and the results were acceptable. Precision studies were performed and recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas 8000 c 701 module. The sample initially resulted in a creatinine result of 6.48 mg/dl. The value was questioned by the patient's provider as the value did not agree with the patient's history and a value of 4.16 mg/dl measured from a second sample collected from the patient. The sample was repeated on a second analyzer, resulting in a creatinine value of 4.3 mg/dl. The repeat value was deemed correct.

Manufacturer narrative:
Quality controls recovered within specifications. There was no indication of a performance issue. Alarm trace data showed multiple abnormal aspiration and sample clot detection alarms surrounding the time of the event. The investigation could not identify a product problem. The cause of the event could not be determined. No further issues were reported by the customer.